Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report is not available as stated in the reported event. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00265.

Event description:
The vigilance responsible of the customer sent reporting that: "a (B)(6) old pt underwent a revision surgery on (B)(6) 2012 due to aseptic loosening of the implant (femoral and acetabular components). The vigilance responsible presumed that it was involved a stryker product. The first implantation of the product was performed in a different hospital on unspecified date due to coxarthritis. The vigilance responsible reported that no other info is available at the customer because the primary implantation was performed in another hospital (no lot code, no item code). The surgeon during the revision surgery used an acetabular ring and a revision stem of unspecified company.